Event description:
It was reported that while using the bd phoenix¿ pmic/ID-107 that there was the following information was provided by the initial reporter:customer reports receiving no ID for multiple coagulase negative staphylococcus isolates and mis-ID for enterococcus.

Manufacturer narrative:
Common device name:system, test, automated antimicrobial susceptibility. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd phoenix¿ pmic/ID-107 that there was the following information was provided by the initial reporter: customer reports receiving no ID for multiple coagulase negative staphylococcus isolates and mis-ID for enterococcus.

Manufacturer narrative:
H.6 investigation summary: this complaint is not confirmed. This complaint is for mis-identification of enterococcus and no-ID of staphylococcus isolates when using phoenix panel pmic/ID-107 (448607) batch number 2264434 . The customer did not provide isolate returns, lab reports or panel returns for the investigation. To investigate, two (2) retention samples of the complaint batch were inoculated with qc isolate e. Faecium 4295 and evaluated in a phoenix m50 for identification results. Next, two (2) retention samples of the complaint batch were inoculated with qc isolate e. Faecalis a29212 and evaluated in a phoenix m50 for identification results. Last, two (2) retention samples of the complaint batch were inoculated with qc sample s. Aureus a29213 and evaluated in a phoenix m50 for identification results. All six (6) panels identified their respective isolates accurately, therefore this complaint is not confirmed. A review of quality notifications revealed no quality notifications for the complaint batch. A review of complaints revealed three (3) additional complaints on the complaint batch, all of which is related to this defect. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.